Manufacturer narrative:
(B)(4).

Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had paroxysmal atrial fibrillation (af) and was pending between sinus rhythm and af. A 27mm watchman closure device was released. Several tug tests were performed, the compression ranged from 22mm to 24mm and a complete seal of the laa was observed. However, the closure device embolized shortly after release and it migrated into the abdominal aorta where it was snared and removed. The laa was closed successfully with a 33mm closure device. No further patient complications were reported and the patients current condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of a watchman implant. Blood was on the device as received. The implant was examined and it was found that the implant frame was damaged and deformed, the implant fabric was torn, and the anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had paroxysmal atrial fibrillation (af) and was pending between sinus rhythm and af. A 27mm watchman closure device was released. Several tug tests were performed, the compression ranged from 22mm to 24mm and a complete seal of the laa was observed. However, the closure device embolized shortly after release and it migrated into the abdominal aorta where it was snared and removed. The laa was closed successfully with a 33mm closure device. No further patient complications were reported and the patients current condition is stable.